Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, vacuum pump and ¼ tube male connector were replaced to resolve the odor/smells issues. Unit meets specifications and was returned to service on 02/17/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The reason for the return of the vacuum was not confirmed. The nylon tubing was returned for visual analysis. There were no cracks, holes or defected observed. The reason for the return of the nylon tubing could not be confirmed. The vacuum pump oil was not returned for evaluation. The assignable cause of the odor/smells is likely due to the vacuum pump, nylon tubing and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.